Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose was unknown. Troubleshooting was performed. Customer also reported that battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. Insulin pump received with cracked battery tube threads. (B)(4).